Event description:
It was reported that the longevity estimate for the implantable pulse generator (ipg) was showing a different battery voltage than what was expected. Also, the capture management was not accurate due to ventricular fusion beats. Capture management was turned off and reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).